Event description:
Healthcare professional reported left side ¿defective¿ implant. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional and/or changed data: b2, b5, h6. This record is no longer reportable to the FDA and will be unreported.

Event description:
There are no reportable events against the device. Record will be unreported.

Event description:
This record is un-reporting due to device not PMA approved.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d1, d2a, d2b, d4, d6a, d6b, g4, h4.